Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the exact cause of the hemodynamic instability post valve deployment cannot be confirmed. In addition to the procedure itself, patient factors (low bp prior to valve deployment) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), post implant of a 23mm sapien xt valve, the patient¿s blood pressure (bp) did not recover and remained around 30 mmhg. Aortography confirmed blood flow at the coronary artery, although the flow was slow. One minute post valve implant, the bp was 34/29 mmhg and the patient suffered a cardiac arrest. Cardiac massage and percutaneous cardiopulmonary support (pcps) were initiated, temporary pacing was continued. As the bp became higher, the pcps was reduced. Three minutes after pcps initiation, the bp was 210/120 mmhg. Once the bp stabilized at 91/49 mmhg, aortic regurgitation was evaluated. Moderate paravalvular leak (pvl) was observed at the 6 and 9 o¿clock positions. Post dilation was performed with 1cc additional volume, resolving the pvl. Approximately one hour post valve implant, the bp was stable at 88/48 mmhg and the patient was weaned off of pcps. The procedure was completed without further complications. The native annular diameter measured 18.4mm by tte with a valve area of 398.8mm2. Information concerning the degree of valvular calcification was not provided. Per the physician, the patient¿s bp was lower than 100 mmhg prior to the valve deployment and may have contributed to this event.